Event description:
The patient was revised because the ring disassociated from the liner causing the patient to dislocated.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding to the reported problem. Based on the investigation, the need for corrective action is not indicated.